Manufacturer narrative:
Initial 1 of 2. Name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set fell off during use for three days. Since patient experienced hyperglycemia and treated with correction injection with multiple daily injection. The event occurred on 12-mar-2026.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information: this MDR is being submitted to include the below: d5: operator of device. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22/apr/2026 against lot number: 6014812 and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The review confirmed that lot: 6014812 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on may/2026 against "lot number" criteria equal "6014812 and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to corrective and preventive action (CAPA), adhesive patch completely detaches during use- detachment / significant wetness. The number of complaints is 6. The complaint number is compliant: (B)(4). Escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot: 6014812 was manufactured according to work instruction (wi) version 31 and manufactured in the line inset 30, l1, on 14/oct/2025 with a total of (B)(4) units. Gluing of tubing sub-assembly: the lot: 5g0555 was manufactured according to the wi version 30 and manufactured in line li 3010, on 08/ago/2025, with a total of (B)(4) units. The lot: 5g05556 was manufactured according to the wi version 30 and manufactured in line li 3010, on 04/ago/2025, with a total of (B)(4) units. The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection testing for the reported malfunction code adhesive patch completely detaches during use- detachment / significant wetness all test results were within specification as documented in the attached test report complaint: (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met; 3 or more complaints exist for the same lot and similar malfunction. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 6014812 and related malfunction codes for adhesive patch completely detaches during use- detachment /significant wetness. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. CAPA determination - conclusion: based on the investigation, more than three similar complaints related to the same lot were identified, triggering a CAPA determination assessment. After completing the investigation and statistical review, the issue was deemed to be within accepted limits. No further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.